Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found some tissue build up. The ptfe pad (teflon pad) was inspected and found it partially split in the cross direction, with metal exposed. Approximately 0.74mm of metal is exposed. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. However, the probe and jaw is misaligned causing the probe and jaw to short circuit when load is applied to the handle. A u511 seal short circuit error was observed when activated. The device was attached to the test usg-400/esg-400 and a ¿seal short circuit¿ error was observed when activated. Based on the investigation results, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic sleeve gastrectomy procedure, a ¿short circuit¿ error occurred multiple times. No device fragment fell into the patient. No bleeding was reported. There was no metal exposed or visual damage to the probe unit the intended procedure was completed with a similar device. There was no patient injury reported.